Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The failure to detach could not be confirmed because the device was not returned for analysis. Although no definitive conclusion can be made with review of the device history records there is no indication of any manufacturing issues impacting the event. Therefore, no corrective actions will be taken at this time.

Event description:
During the coil embolization procedure of a ruptured aneurysm located at the top of the vertebral artery, it was noted that the physician could not detach a deltaplush coil (cpl100206-30/c18857) although pressing the detachment button several times. The green system ready light illuminated at the time the detachment was attempted. Then, the deltaplush was safely removed from the patient and was replaced for a new one (cpl100206-30, lot unknown). After that, the new coil detached and was placed in the target aneurysm with no further issues. During the procedure, the same cable (ecb000182-00, lot unknown) and detachment control box (dcb000005-00, lot unknown) were used with the product. Afterwards, the procedure was successfully completed without any further issues. There was no patient injury/complications reported. It is unknown how many coils were successfully placed during the procedure. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU. Prior to use, no defect (kink, bends etc.) Was noted on the product by visual inspection. Also no damages were reported on the device after the event. Pre-deployment electrical check was performed and no issues noted. The vessel was not calcified and mildly tortuous, and access was obtained from right femoral artery. The complaint product is unavailable for evaluation, and no additional information is available.